Event description:
It was reported that the patient presented to the hospital due to oversensing on the atrial lead. The noise could not be reproduced through isometrics. Their device was reprogrammed with new timing interval settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.